Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 456 mg/dl at the time of the incident. The customer was assisted with troubleshooting for high blood glucose. The customer was treated with insulin pump. Customer had not been using insulin pump system within 48 hours of reported high blood glucose event and started using again today. It was unknown that auto mode feature was active or not at the time of event. Customer reported that they did receive a change sensor alert. The device will not be returned for analysis.